Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after transecting the stomach in a total laparoscopic distal gastrectomy, the surgeon had a difficulty is straightening/aligning the device's distal end to neutral position. The surgeon took the device out through the port to resolve the issue. There was no patient injury.